Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post operatively, which was confirmed by x-ray. It was noted that the original implant procedure was "done in a hurry" due to an unrelated patient medical condition. The lead was inactivated and explanted and replaced. No patient complications have been reported as a result of this event.